Event description:
It was reported that during remote follow-up, the patient presented with oversensing due to noise on their pacemaker. Programming changes were performed to address the issue. The patient was stable and will continue to be monitored.